Manufacturer narrative:
The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. An IFU review is unable to be performed, as the model is unknown and no details regarding a failure mode of the device were provided. Requested for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a non-edwards transcatheter valve. No further information was provided by the customer such as model, serial number, implant duration, failure mode, diagnosis, patient status, or medical history.